Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was ventricular non-capture and that the lead was changed out with complete resolution of patient symptoms.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had high thresholds that had been increasing gradually since implant. It was also noted that the impedance was low. The patient had been complaining of dizziness. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.